Event description:
Safe place technical services requested. Needed assistance with innumerable alarms of infant security system not able to be managed on local level. Frequent alarming of "check band", "device fault" and "client missing" over and over and over during the course of several days. Learned today the (B)(6) 2011 requested tech promised would not be available till (B)(6) 2011. Pt, visitors and staff have to deal with frequent and sometimes constant alarms, causing irritability and alarm fatigue - plus not having a secure environment for the babies. This one of months of issues with this system. Exp date: sensors - (B)(4).